Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent recurrent incisional hernia repair surgery and revision surgery on (B)(6) 2010 during which the surgeon noted the previously placed mesh pulled right through the hernia sac. It was reported the patient experienced severe pain, nausea, inflammation, loss of appetite, stress and anxiety. No additional information was provided.